Manufacturer narrative:
Service was dispatched due to the customer reporting leaking from the coolant reservoir tank of the alinity I (B)(6), and the instrument not powering on. The coolant reservoir tank was found to be leaking fluid inside the power supply through the wires rsh l/u power, and the power supply causing burn/scorching of the wire to the upper controller, rsh I/u, the fuses near spare, fan 4, fan 3, fan 2 and upper control of the main power supply, processing module. The customer continued to observe leaking from the instrument after both parts were replaced. Therefore, the alinity I processing module was de-installed. The burn/scorching, observed was limited to the wire to the upper controller, rsh I/u, the fuses near spare, fan 4, fan 3, fan 2 and upper control of the main power supply¿s due to the coolant reservoir tank leaking ; the leaking nor burn/scorching, did not spread to other parts of the module. A review of tracking and trending did not identify any trends for the coolant reservoir tank or the main power supply, processing module. A review of tracking and trending for the alinity I did not identify any trends with regards to the current issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the cuvette segment was identified. Based on the investigation no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) observed a burnt power supply on the alinity I processing module. The customer observed an r2 aspiration error and the fsr replaced the power supply on (B)(6) 2021. On (B)(6) 2021 the customer informed the fsr that the instrument wouldn¿t power on. The fsr observed the coolant leaked inside the power supply through the wires rsh l/u power, and the power supply was burned. The wire to the upper controller, rsh I/u, the fuses near spare, fan 4, fan 3, fan 2 and upper control were also burned. No injuries or harm to the user was reported. No impact to patient management was reported.